Event description:
Account reported that surgeon experienced suction break during raster pattern and did not attempt to continue. Patient was converted to photorefractive keratectomy at a later date. No information on which eye was affected. Account reported patient is doing fine post prk.

Manufacturer narrative:
Field service specialist visited site to evaluate report of suction loss during treatments. Could not duplicate issue. Evaluated laser chair/bed. Performed preventive maintenance while on site. No other observations made. System conforms to all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.